Event description:
As reported, hemostasis could not be achieved with 5 minutes of manual compression following use of a 6/7f mynx control vascular closure device (vcd). An additional 5 minutes of manual compression was applied, achieving hemostasis at a total of 10 minutes. There was no reported patient injury. No bleeding was observed during the 2-minute temporary hemostasis period after sealant deployment. The vcd was used after treating iliac stenosis via 6fr ipsilateral retrograde puncture. It was stored and prepared according to the instructions for use (IFU). The deployer had completed training on the mynx device. A non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed by angiography, including proper insertion angle, and the vessel diameter was verified to be =5 mm. There was no vessel tortuosity or presence of peripheral vascular disease or calcium at the puncture site. No pulsatile bleeding was observed upon device removal. The patient had no history of coagulopathy, and no issues were noted during balloon retraction or the button #2 step. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, hemostasis could not be achieved with 5 minutes of manual compression following use of a 6/7f mynx control vascular closure device (vcd). An additional 5 minutes of manual compression was applied, achieving hemostasis at a total of 10 minutes. There was no reported patient injury. No bleeding was observed during the 2-minute temporary hemostasis period after sealant deployment. The vcd was used after treating iliac stenosis via 6fr ipsilateral retrograde puncture. It was stored and prepared according to the instructions for use (IFU). The deployer had completed training on the mynx device. A non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed by angiography, including proper insertion angle, and the vessel diameter was verified to be =5 mm. There was no vessel tortuosity or presence of peripheral vascular disease or calcium at the puncture site. No pulsatile bleeding was observed upon device removal. The patient had no history of coagulopathy, and no issues were noted during balloon retraction or the button #2 step. The product was not returned for analysis. A review of the manufacturing documentation associated with lot j2512801 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.